Event description:
It was reported to philips that the system failed to startup. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) examined the system on-site and confirmed its proper operation. The customer turned off the new devices during the relocation, and they were concerned about any issues that could develop because of the relocation. So, they didn't start the system on their own. Fse started the equipment and helped the customer in updating the network ip. The system was functioning properly as expected. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The philips system was working fine without any malfunction. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.